Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had presented to the emergency department following the power losses and was admitted to the intensive care unit due to concern of the vad stopping during a controller exchange. Due to that concern, the patient received a heart transplant.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 08/oct/2022 at 23:11:33, on 26/feb/2023 at 10:13:22, on 22/may/2023 at 13:24:55, on 01/jul/2023 at 12:14:01, on 20/feb/2025 at 22:05:28 and on 25/feb/2025 at 12:35:18 and 13:11:20, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed three (3) controller power-up events with associated motor start events logged on 20/feb/2025 at 22:05:20 and on 25/feb/2025 at 12:35:09 and 13:11:11, indicating losses of power to the controller. The controller was without power for eleven (11), eight (8) and twelve (12) seconds, respectively. No anomalies were observed leading up to the first and second losses of power. Momentary disconnections were recorded leading up to the third loss of power. As a result, the reported losses of power and atypical motor start parameters events were confirmed. The associated batteries were lubricated prior to release. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources, as described in the event details. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA: pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. Additional products: controller 2.0 (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was not exchanged and remain in use. It was also reported the vad was explanted during a routine heart transplant. There was no allegation against the vad.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion and revision of the product event summary. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as the vad remains implanted and the controller remains in use. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 08/oct/2022 at 23:11:33, on 26/feb/2023 at 10:13:22, on 22/may/2023 at 13:24:55, on 01/jul/2023 at 12:14:01, on 20/feb/2025 at 22:05:28 and on 25/feb/2025 at 12:35:18 and 13:11:20, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed three (3) controller power-up events with associated motor start events logged on 20/feb/2025 at 22:05:20 and on 25/feb/2025 at 12:35:09 and 13:11:11, indicating losses of power to the controller. The controller was without power for eleven (11), eight (8) and twelve (12) seconds, respectively. No anomalies were observed leading up to the first and second losses of power. Momentary disconnections were recorded leading up to the third loss of power. As a result, the reported losses of power and atypical motor start parameters events were confirmed. The associated batteries were lubricated prior to release. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited multiple unexpected losses of power. Review of log file data revealed motor start events outside of the typical range. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial #:(B)(6), d9: no, h3: no, h4: mfg date: 13-jan-2022, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power events occur due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.